Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the ventricular assist device (vad) exhibited an increase in power and flow. Log file analysis is consistent with pump thrombus. Options are being considered. The patient remains hospitalized. No further information has been provided.

Manufacturer narrative:
Product event summary: pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported ¿high power¿ event was confirmed through log file analysis, which revealed an increase in power consumption beginning september 1, 2017 to parameters above the normal operating range. No alarms were logged for the past 14 days up to september 11, 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.